Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 352 mg/dl. The customer was treated with a syringe. After the troubleshooting was done, customer was advised to change battery as soon as possible and we would send replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.